Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of device history records showed that there were no complaint related anomalies. A portion of the tip which couples with the reamer head has been broken off, approximately 22mm in length. Helix has been worn to create a sharp edge. The supplier's certification indicates the correct material was used and correct hardness values were obtained. Due to a lack of information about whether or not the ria was correctly assembled during the case, it cannot be conclusively determined what the cause of the failure was. Therefore, this complaint is deemed indeterminate from a manufacturing standpoint.

Event description:
It was reported that on an unknown date during a procedure the drive shaft minimum 520mm broke. The tip snapped off and the account discarded the tip. It is not known what kind of procedure was performed or the exact date of breakage.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).